Event description:
It was reported that during a therapeutic vaginal hysterectomy, the handpiece of the ultrasonic surgical device stopped working and an unspecified error message occurred. A second handpiece was attempted and after 10 minutes of use the same unspecified error message occurred. Additionally, pieces of the jaw on the second ultrasonic surgical device broke off into the patient. The piece was retrieved without injury and the procedure was completed. There were no reports of patient harm.

Manufacturer narrative:
This report is related to linked patient identifier (B)(6). This report has been submitted by the importer under this MDR report number (B)(4). The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide correction and the results of the legal manufacturer's final investigation. Updated fields: h6 corrected field: d4 lot# - changed to ni from blank and h8 changed to initial use of device from reuse. The device was not returned for evaluation; therefore, a definitive root cause could not be determined. The most probable cause was not established; the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was received from the customer.